Event description:
According to the reporter, during a lobectomy, the device did a poor staple formation. The laparoscopic procedure was then converted to an open due to the device problem. Staple line was over sewed. They changed the stapler for a new one to complete the case. Patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with the pushers advanced and the handle was not locked. Three unformed staples were remaining in the jaws. The approximation handle was in the closed position. Functionally, the instrument was reloaded with staples and applied to test media. The staple line was properly formed, and the jaw properly clamped and unclamped when the approximating lever was operated. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the firing stroke is not completed during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.